Manufacturer narrative:
The t:flex user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery while using fiasp insulin within the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 151 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.